Event description:
The customer reported the system continued to xray without the finger on the button. They needed to unplug it because the emergency stop didn't work. Also the collimator was not working. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. They checked the voltages and connection as appropriate. The system operates as intended.